Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the tip of the bd insyte¿ autoguard¿ bc shielded IV catheter. There was no report of injury or medical intervention.

Manufacturer narrative:
Samples were received for evaluation by our quality engineer team. Upon a 100% inspection, white material was present within the needle cover of one of the forty-seven units received. The material was approximately 2mm long and was identified to be non-foreign plug shavings. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. The fm observed on the catheter tubing was confirmed to be non-foreign (plug shavings) and to have resulted from manufacturing during the assembly process.